Manufacturer narrative:
There is no indication of any system or component failure and replacement of components was performed as a precaution only as the system has potential to be damaged from procedural handling. There are no reports of any external trauma or other events that are likely to have contributed to movement of the implanted lead. Migration of components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023. At the time of system activation the patient reported good pain relief. Several weeks after activating the system, the patient reported complete loss of stimulation from the left side lead. Troubleshooting and imaging was performed and found that the left side lead had migrated away from the target location. Patient reported receiving good relief on the right side and requested to postpone any intervention in order to assess pain relief using only the right side lead. On 07/19/2024 the firm received communication from the implanting physician office notifying of a planned revision procedure for this patient. On (B)(6) 2024 surgical intervention took place to place a new lead at the nerve target on the left side. During the procedure the physician elected to completely remove the existing system and place a new one out of caution.